Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2022, an 11-year-old female child patient's infusion set's tubing detached/broken at the site connector immediately after using the set. The patient's blood glucose level was 10 mmol/l at the time of the event. Moreover; they replaced the infusion set and insulin was resumed successfully. No further information available.